Manufacturer narrative:
The insulin pump powered up properly after battery installation. The insulin pump was received with operating currents within specification. No battery alarms noted. No frozen screen noted. The insulin pump was received with intermittent button response due to corroded keypad traces. The insulin pump was received with minor scratches on lcd window, cracked case at display window corners and cracked case at reservoir tube window corners.

Event description:
The customer reported via phone call that they had a keypad anomaly. The customer stated the buttons became unresponsive after the battery was removed. The customer was unable to program a bolus as a result of the keypad anomaly. The customer also stated insulin pump's screen was frozen. Customer's blood glucose was 75 mg/dl. The customer could not recall any significant events leading to the keypad issues. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.